Event description:
During a remote follow-up, a diagnostic anomaly was observed due to the implant date not being programmed on the device. The implant date was programmed to resolve the event. The patient was stable and will continue to be monitored.